Event description:
Complainant alleged that during routine testing by a clinician the device would not charge at any joules setting. The complainant indicated that there was no pt involvement in the reported failure.